Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 102 mg/dl at 11:00 a.m. And 17 mg/dl at 11:08 a.m. With the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour plus meter and in-house contour plus test strips from lot # 1dqhh33b, which gave a satisfactory performance.